Event description:
Guide wire snapped during the placement of a urethral silicone pigtail stent and was recovered without difficulty by the surgeon. This incident did not result in a patient injury and should not have been reported in compliance of the act as previously assumedf by the hospitaldevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.